Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring. It was reported that patient underwent transurethral implant of coaptite on (B)(6) 2007. It was reported that the patient underwent excision of anterior mesh, excision of foreign body (suture) in posterior vaginal wall on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent and excision of vaginal wall erosion and a reconstruction of anterior vaginal wall on (B)(6) 2013 due to vaginal wall erosion, which is a complication of mesh surgery.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.